Event description:
It was reported that approximately one day after pumping was initiated, the pump alarmed and shut off. All efforts to restart the pump failed, so the pump was exchanged. There were no patient complications.